Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022 and channels with abnormal impedances were found. The user was re-implanted.

Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022 and channels with abnormal impedances were found. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.